Event description:
It was reported that during a lap cholecystectomy procedure, the jaws locked shut and the customer had to manually manipulate the device to get it open. It was found that the clip was malformed on the fifth firing. The site used a similar device to complete the case with no pt consequence.